Event description:
It was reported that the ipg became inoperable and was unable to communicate with external devices; as a result, the ipg was unable to be set to MRI mode. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.